Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a static fill estimate of 100 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support educated caller that this could occur due to large differences in the pressure measurements used to estimate remaining insulin and explained that once actual insulin in cartridge matched static value, gauge would begin counting down normally, and caller understood and acknowledged this information.